Manufacturer narrative:
Details of complaint: customer at mercy health partners reported the following issue: 10/20 at 0100 comm loss for 5 seconds this was provided to nka technical support (ts) from the hospital's department logs. No further information will be provided from the hospital. Investigation conclusion: there was a documented incident in which the cns was reported to have communication loss. The details surrounding the incident were not provided and information on the extent of any troubleshooting is unknown. Further investigation of the issue is limited as the device and/or logs were not retrieved for evaluation, nor was the device serial number provided. The customer was not willing to provide further information. This was confirmed under notification 300182278 (ticket (B)(4)). As information needed to conduct an investigation is not available, no root cause analysis or risk assessment could be performed. The following information is listed as no information (ni) on the MDR form as no other information will be provided from the customer. D4 serial number. F9 age of the device. H4 device manufacture date. Additional device information: d11 & c2 concomitant medical device information: the customer stated that the cns was monitoring gz telemetry transmitters, but no model or serial numbers were provided.

Event description:
The biomedical engineer reported that on log 10, 6th floor (B)(6) 2019 at 0100 comm loss for 5 seconds. The customer stated that all communication loss issues are on the central nurse's station (cns) and monitoring gz telemetry transmitters. This ticket has been created to document the department logs from the hospital. The hospital will not be providing any additional information. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that on log 10, 6th floor (B)(6) 2019 at 0100 comm loss for 5 seconds. The customer stated that all communication loss issues are on the central nurse's station (cns) and monitoring gz telemetry transmitters. This ticket has been created to document the department logs from the hospital. The hospital will not be providing any additional information. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following information is listed as no information (ni) on the MDR form as no other information will be provided from the customer. Serial number, age of the device, device manufacture date. Concomitant medical device information: the customer stated that the cns was monitoring gz telemetry transmitters, but no model or serial numbers were provided.

Event description:
The biomedical engineer reported that on log 10, 6th floor (B)(6) 2019 at 0100 comm loss for 5 seconds. The customer stated that all communication loss issues are on the central nurse's station (cns) and monitoring gz telemetry transmitters. This ticket has been created to document the department logs from the hospital. The hospital will not be providing any additional information. No patient harm was reported.